Manufacturer narrative:
New information: mentor received additional information indicating that the patient underwent bilateral removal and replacement with mentor memorygel breast implant 340cc gel implants, catalog # 3507340mc, s/ns (B)(4). The additional information also indicates that the correct lot number for the right breast implant is 6838034. The new lot number provided a new catalog number of 3542630 for the right breast implant. Sample evaluation summary: it was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 225cc and experienced deflation on the right breast implant. The deflation was confirmed during physical examination. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 340cc gel implants, catalog # 3507340mc, s/ns (B)(4) on (B)(6) 2018. The device was returned to mentor without fluid inside. Yellow material was observed within the device. No foreign material was observed on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 0.5 cm within an area of siltex cracking on the posterior view. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation (pe) team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. The device history record (DHR) for the lot number 6838034 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Some breast ptosis is a normal component of the mature breast. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 275 cc saline breast implant, catalog # 3501640, s/n (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 255 cc and experienced deflation on the right breast implant. The deflation was confirmed during physical examination. As a result, patient will undergo removal and replacement with gel mentor breast implant of unknown type on (B)(6) 2018.